Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the pump head of the subject device was worn out; therefore, sometimes worked well and sometimes not. The issue was identified before a colonoscopy, which was completed using the same set of equipment and there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the pump head failure, it was not working correctly or loose, and it was damaged or worn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the pump head of the subject device was worn out; therefore, sometimes worked well and sometimes not. The issue was identified before a colonoscopy, which was completed using the same set of equipment and there were no reports of patient involvement.